Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00854; 0001526350 - 2023 - 00855; 0001526350 - 2023 - 00857; 0001526350 - 2023 - 00859.

Event description:
It was reported that during testing, the wrench was stuck in the mesher. During product evaluation, it was found that the cutter failed the test cut with an incomplete cut. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. The cutter was returned to the customer as is. Cutters require replacement to be fully repaired. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00854-1; 0001526350-2023-00855-1; 0001526350-2023-00857-1; 0001526350-2023-00859-1.